Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diabetic ketoacidosis event on (B)(6) 2025. The patient went to an emergency room and eventually got hospitalized due to high blood glucose levels and positive ketones. The patient experienced symptoms such as confusion, felt unwell, tired and had headache and increased thirst. The blood glucose levels were 401 mg/dl at the time of admission and was treated with insulin. The patient was in the hospital for less than 24 hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.